Manufacturer narrative:
Samples were collected in li hep plasma tubes and centrifuged for 3 minutes at 8500 rpm. A system check performed on (B)(6) 2011 failed instrument specifications. Qc was performing within the customer's established ranges at the time of the event. Bci field service engineer (fse) stated system checks and high sensitivity system checks performed upon arrival failed to meet instrument specifications. Fse replaced all instrument components that would be replaced during a typically scheduled preventive maintenance. Fse replaced incubator belt and verified belt alignments. Fse verified hardware after service completion by performing a passing high sensitivity system check and a passing routine system check within instrument specifications. Although hardware issues were addressed, a definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) to report obtaining falsely elevated troponin (accutni) results within the risk stratification range, generated by the access 2 immunoassay analyzer, for one (1) patient. Erroneous result was reported out of the lab and questioned by the physician. Repeat analysis of the sample gave lower results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.